Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.50 diopter, in the patients right eye (od) on (B)(6) 2019. The lens was reported as having excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2019, the reporter indicated the intraocular pressure was stable, angles were open, vision is perfect and pupil play was good, so the surgeon decided to leave the lens in the eye without another treatment. The cause of the event was wrong length.